Manufacturer narrative:
This report is submitted on 16 november 2020.

Manufacturer narrative:
This report is submitted on september 28, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with a new device on the same date.